Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
The insulin pump passed required tests. The insulin flow blocked alarm functions properly during tests. No unexpected insulin flow blocked alarms noted. The insulin pump uploaded properly using carelink pro. Test was done and there was no reference communication anomaly noted. No pump error, failed battery test alarm or replace battery now alarm noted. Graph confirmed the unloaded voltage and loaded voltage was within specification range. The insulin pump alarmed pump error during self test. The insulin pump powered up properly after battery insertion. The insulin pump was programmed and monitored for days. No blank display noted. The insulin pump had missing display window cover, scratched case, cracked case at battery tube side, pillowing keypad overlay and stained keypad overlay. The insulin pump passed the delivery volume accuracy test. Analysis confirmed pump error problem isolated to the keypad assembly and problem isolated to the electronic assembly. The motor was tested outside of the insulin pump and passed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 29.7 mmol/l at the time of incident. The customer's blood glucose was 9.6 mmol/l at the time of call. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer also reported that the insulin pump alarmed pump error and battery failed. The customer also reported that the insulin pump had communication anomaly. Troubleshooting was done. The customer performed high pressure test and the insulin pump passed. The customer performed self test and the insulin pump passed. The insulin pump was returned for analysis.